Event description:
Information received indicates the bed lost ground due to a loose ground pin on the power cord.

Manufacturer narrative:
The technician replaced the ac power cord plug to repair the bed.